Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin was leaking at the tube-to-connector interface, leading to inadequate insulin delivery and elevated blood glucose, with a documented peak of 329 mg/dl and approximately three hours above 180 mg/dl; the patient performed a full supply change and did not receive alerts above 300 mg/dl for over 90 minutes. Symptoms included headache and increased thirst. Outcomes included transient hyperglycemia without medical intervention, hospitalization, or use of backup therapy or ketone testing. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed a leaking connector that compromised insulin delivery and was addressed through replacement of supplies. It was concluded that the event was related to a device component issue at the connector resulting in hyperglycemia, which resolved following supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.